Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While the peritonitis could not be verified, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the suspected peritonitis. The recovery status of the patient was not reported. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available at this time.